Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 518 mg/dl while wearing the pod between 4 and 24 hours. It was reported that the cannula did not properly insert, the cannula was bent and the pod was leaking insulin. The patient mentioned that they had a little infection on the tip of their nose. The patient was treated with a shot of insulin 12 units, IV(intravenous) fluids and did blood work. The patient was released the same day. The pod was being worn when seeking medical attention.